Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin and the insulin gauge displayed 23 units. Subsequently, the cartridge was being filled with cold insulin. The customer's blood glucose level was 107 mg/dl.